Event description:
It was reported during routine follow up that the device was mode switching inappropriately. Retrograde conduction was suspected. Programming changes were made. The patient will be continued to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.